Event description:
The customer reported high blood glucose. Customer stated that blood glucose has been high at times due to stress, over 200's mg/dl. Customer stated he had blood glucose of 340 mg/dl and 360 mg/dl due to food intake. Customer also mentioned that he had low blood glucose, 30-40' s mg/dl but his doctor has made changes and things are better now. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)